Manufacturer narrative:
The reported events were helix would not extend, insulation damage, and twisted insulation. As received, a complete lead was returned in one piece. Visual inspection found the helix retracted and clogged with dried blood/tissue. X-ray inspection found overtorque of the inner coil consistent with procedural damage. After cleaning, the helix can be extended and retracted by applying torque directly at the connector pin. The reported event of helix would not extend was confirmed. The cause of the reported event of helix would not extend was isolated to the helix being clogged with blood/tissue and overtorque of the inner coil. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage. The reported events of insulation defect and insulation twisted were confirmed. The cause of the reported events of insulation defect and insulation twisted were consistent with procedural damage.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the implant procedure, insulation damage was observed on the right ventricular (rv) lead. While trying to place the lead, the helix would not extend, resulting in the insulation of the lead to become twisted. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.